Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (battery not holding a charge) has been confirmed. The battery was found to have a low output voltage, and would not power up the monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his batteries would not hold a charger nor power up a monitor. The pt was issued a replacement battery pack.